Event description:
Following pre-dilation of the carotid artery, hyperperfusion occurred causing severe hypotension, which was treated with atropine sulfate and etilefrine hydrochloride. When the pt returned to the ICU following the stenting procedure, he complained of a visual disorder in his left eye. The pt is a male. The target lesion was located in the carotid artery (no further details were provided). There is no info regarding the characteristics of the vessel. The physician felt or noticed no abnormality during the procedure, and he experienced no difficulty using the device. The lesion was successfully treated. There was no malfunction of the stent. The pt was neurologically intact when taken from the angio suite. When the pt was returned to the ICU, he complained of a visual disorder in his left eye. Funduscopic examination revealed that there was no response to light from the left eye. The pt's left visual acuity has not recovered. The physician believes that the hypotension or embolism that may have passed through the filter may have caused the pt's blindness.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that was used in the same procedure and is related to mfg# 1016427-2008-00045 and 9616099-2008-00475.